Event description:
The manufacturer rep reported steering difficulties during implant of the catheter. "The catheter kept turning toward the feet in the spine, not toward the head like it should." It is unclear if the catheter was implanted. The manufacturer has requested additional info which was not available on the date of this report.